Event description:
Had a surgical mesh inserted in the abdominal area. The mesh had an omega 3 onlay barrier which caused a reaction. A clot formed, skin changed color, and the end result was surgical removal of the mesh ( I now have 10 inch scar on my stomach), and the loss of 7 weeks work and wages.